Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a disconnected ribbon cable from the cpu board to the connector on the pin board. The ribbon cable was reconnected to the connector on the pin board to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.